Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Partial catalog number of the three (3) broken cortex screw heads were reported as 402.8xx. The implant(s) was not returned and instead will be do based on the supplied image(s) from the attachment(s) (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken was confirmed as the first image shows three broken screws along the shaft towards to screw head. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there will be a scheduled surgery on (B)(6) 2019 for a removal of one (1) titanium wrist fusion plate, four (4) 2.7mm titanium cortex screws and three (3) 3.5mm titanium cortex screws due to broken screw heads. Procedure and patient status are unknown. Concomitant devices reported: titanium wrist fusion plate (part#442.53, lot# unknown, quantity:1), unknown distal screws (part# 402.8xx, lot# unknown, quantity:1), unknown proximal screws (part# 404.8xx, lot# unknown, quantity:3). This report is for three (3) screws: cortex. This is report 1 of 1 for (B)(4).